Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was difficulty intubating the patient. Once the device was placed, the patient was main stemmed and the trach tube needed to be pulled back. After the patient was extubated, the patient became dyspneic and developed a large pneumothorax. The patient needed a chest tube.